Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter read inaccurately high. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient reported a reading of 136 mg/dl on the meter and 62 mg/dl on another meter within 10 minutes of each other at 2:30 pm on the day of event. The difference between these results falls outside the expected value of less than or equal to 20 mg/dl. The patient put the alleged high reading of 136 mg/dl into the pump to program a bolus insulin dose. At about 3:30 pm the patient felt sweaty and was incoherent. He ate a sandwich and had a soft drink at the time to treat the symptoms. He felt better in 30-45 minutes. The patient does not know what doses the insulin pump gives him since a health care professional programmed it for him. He says he does not usually have symptoms and before he started using the pump only had symptoms when he exercised and took insulin immediately afterward. It was determined during the troubleshooting telephone call the patient's testing technique was correct and the puncture area was cleaned correctly. The test strips were either expired or stored incorrectly. The calibration code on the meter matches the code on the test strip vial. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the patient alleged the meter readings were inaccurately high, took insulin based on the result through a pump, and subsequently felt symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.